Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and genital haemorrhage ("excessive bleeding") in a (B)(6) year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle spasms ("muscles spasms") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysgeusia ("dental problems: metal taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain / cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, dysgeusia, dysmenorrhoea, arthralgia, muscle spasms and vaginal discharge had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in or around (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and updated patient demographics. Concomitant drug are added. On (B)(6) 2009, she implanted essure (previously reported as 2013). Updated suspect drug indication and lot number. Added events hormonal changes, abnormal bleeding (vaginal), migraines, dental problems: metal taste in mouth, dysmenorrhea (cramping), muscles spasms, vaginal discharge. Updated events, outcome and onset date. On (B)(6) 2015, she explanted essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ pain") and genital haemorrhage ("excessive bleeding") in a 28-year-old female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) 24-jul-2009 to september 2009 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced hormone level abnormal ("hormonal changes") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle spasms ("muscles spasms") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysgeusia ("dental problems: metal taste in mouth"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("severe abdominal pain / cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, hormone level abnormal, menorrhagia, vaginal haemorrhage, migraine, dysgeusia, dysmenorrhoea, arthralgia, muscle spasms and vaginal discharge had resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, arthralgia, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in or around (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pelvic pain/ pain') in a (B)(6) female patient who had essure (batch no. 663256) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 to (B)(6) 2009 for birth control as well as diclofenac, ibuprofen, paracetamol (tylenol) and topiramate. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced depression ("hormonal changes- describe: depression"), dysmenorrhoea ("dysmenorrhea"), anger ("short tempered") and crying ("uncontrolled crying"). In (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), muscle spasms ("muscles spasms") and vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced dysgeusia ("dental problems: metal taste in mouth"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding") and abdominal pain ("severe abdominal pain / cramping"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, dyspareunia, depression, menorrhagia, vaginal haemorrhage, migraine, dysgeusia, dysmenorrhoea, arthralgia, muscle spasms and vaginal discharge had resolved and the genital haemorrhage, anger and crying outcome was unknown. The reporter considered abdominal pain, anger, arthralgia, crying, depression, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, muscle spasms, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: in or around (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information, concomitant drugs added. Event hormonal changes was updated to hormonal changes-describe: depression. Events: short tempered, uncontrolled crying added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain / cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a pelvic surgery in (B)(6) to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. The reporter commented: in or around (B)(6) 2015, it was determined that plaintiff required surgical intervention to address her complications. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.